Event description:
This solicited device case was received on 06-may-2015 from a patient via patient support program. Patient ID: unknown, country: (B)(6). This case concerns an elderly female patient who developed arthritis in the shoulder/shoulder worsens, lost height and had improvement in the fingernail, which was previously very weak (unexpected therapeutic effect) after receiving six ampules of synvisc one per month (device misuse). No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date (2-3 years prior to the date of this report in 2012 or 2013), the patient initiated treatment with six ampules of intra-articular synvisc injection (device misuse) every month (dose, indication, batch/lot number and expiration date: not provided). On an unknown date, the patient had arthritis in the shoulder. On an unspecified date, three years prior to this report (in 2012), the patient underwent shoulder surgery. It was reported that the patient's shoulder was not good now and "would have to be inserted". It was reported that the patient did not want to have a shoulder prosthesis inserted as it would be like armor. It was reported that the patient's shoulder sometimes improved and sometimes got worse. It was reported that the patient was being watched over by the physician who indicated her to perform a surgery on her right knee. On an unknown date, the patient underwent magnetic resonance which showed that the patient needed to undergo a surgery on her right knee. It was also reported that the patient did not wanted surgery as she was afraid that it would not work as the previous shoulder surgery. It was reported that the patient was taking collagen and unspecified medicines and was waiting her medicines to end to decide about surgery. Further reported that the patient was high and a little fat and it did not help the knee. It was reported that the patient also shrank (lost height). Since an unspecified date, the patient was taking mobility and reported improvement of fingernail, which was previously very weak (unexpected therapeutic effect) and now was marveling. Action taken: unknown. Corrective treatment: arthritis in the shoulder/shoulder worsens: shoulder surgery; lost weight: not reported. Outcome: unknown for arthritis in the shoulder/shoulder worsens and lost height. A pharmaceutical technical complaint (ptc) was initialized and ptc results were pending. Reporter's causality: not reported. Company causality: possible for arthritis in the shoulder/shoulder worsens and lost height. Pharmacovigilance comment: sanofi company comment dated 11-may-2015: this initial case concerns a (B)(6) patient who underwent a shoulder surgery for arthritis of the shoulder while receiving synvisc. As the event and product start dates are not clear, a definite temporal relationship cannot be established. Further, due to lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.